Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (abdomen) after wearing the device for 65 hours. After realising the pod site was sensitive, the pod was removed, and a new pod was placed. The patient reported the infusion site to be red, swollen, warm to touch, with a lump under the skin. The patient visited their general practitioner (gp) on (B)(6) 2025 (dr. (B)(6) at (B)(6)). The patient was diagnosed with an abscess, and was prescribed amoxicillin three times per day (20 tablets in total). The infection cleared following antibiotic treatment. Another abscess was reported under (B)(4).

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.